Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a in.pact av access was used to treat the right arm. Approximately 2 months post procedure patient suffer ed stenosis of target lesion cephalic arch. Patient underwent fistulogram with percutaneous transluminal angioplasty of cephalic arch using 7x6 and 8x4 conquest balloons, and a 9x4 medtronic dcb. A repeat fistulogram demonstrated improved caliber of the stenosis and brisk central venous return. Patient recovered.

Manufacturer narrative:
Additional information: the intervention was to treat the index target lesion. The investigator assessed the event as probably related to the index device and paclitaxel and causally related to the index procedure or paclitaxel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received (B)(6) 2025: patient suffered stenosis of target lesion cephalic arch in arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.